Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking sensation. It was noted the patient had falls in the past but the shocking was occurring before the falls occurred. It was reported the patient "always had this issue." The patient was feeling stimulation at "very levels of 0.2 volts."